Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user and the lowest bg recorded by continuous glucose monitor on (B)(6) 2019 was 61 mg/dl. Cgm alert 3 (cgm glucose reading below user threshold) was annunciated. User made bolus requests while still having insulin on board (iob) and without entering current bg level. At 11:10 am, user increased the 5:00 pm personal profile basal rate setting from 0.9 units per hour to 0.99 units per hour. Complaint could not be confirmed. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 54 mg/dl; cause was unknown. A cookie was consumed to treat bg. Recommendation was made to consult with healthcare provide regarding diabetes management.